Event description:
Pump alarmed m046125 error code and stopped infusing. Pump was plugged into a red plug. Pump turned off and restarted. Repeated the same error code 30 minutes later. Removed from service. Amiodarone drip started on new pump with limited drip interruption.